Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the ins was turned on the 18th, but the ins wasn't doing anything for them. Pt stated that they had a great trial, so they didn't know why the permanent ins wasn't working for them. Pt stated that they had celiac neuropathy and spinal stenosis, so their feet were the problem. Pt stated that they have an appt with hcp on friday at 2 pm, so they wanted a rep to be present for ins programming. Agent reviewed rep role with the pt and redirected pt to hcp. Pt stated that rep happened to not be there on the 18th and that there was always a miscommunication between hcp and rep, so they texted rep yesterday but they never heard back. Pt stated that they were only getting stimulation in their thighs instead of in their feet. Pt stated that another rep was there on the 18th and the rep was nice enough, but the rep didn't seem to know the device because the rep had to get on the phone with someone else in order to do the programming. Pt stated that they wanted someone with experience in programming the inceptiv devices, otherwise they were going to have the ins removed immediately if the programming wasn't done correctly on friday. Agent reviewed ps/rep/hcp roles with the pt several times. Agent agreed to e-mail the reps for visibility, however agent did not promise a time-frame on a response. Rep replied that they confirmed with the pt they have put the appointment on the calendar and would meet with the pt on aug 1.